Event description:
Customer reported she was attempting to input her blood glucose value on the insulin pump and the numbers kept ramping on their own. Customer's blood glucose was 257 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported."

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. Numbers were not ramping on their own during testing nor was the scroll bar moving without any input. The device had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.